Event description:
As reported, after the emergence of pulsatile flow from a 7f exoseal vascular closure device (vcd), the vcd and unknown 8f short sheath were withdrawn and the indicator window changed to black-black early, at which point the pulsatile flow did not slow down and never stopped. There was no reported patient injury. The posterior withdrawal was continued. The pulsatile flow did not slow down and the indicator window did not change color and remained black-black even if the product was withdrawn. The vcd was used in an interventional procedure using a retrograde approach. The physician had achieved certification on the use of the exoseal vcd and they had used the device over 10 times. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance or friction experienced as the vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator window did not show any red color during retraction. The exoseal vcd was securely locked with the vascular sheath introducer. The physician did not have their thumb placed on the deployment button during retraction. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18156718 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, after the emergence of pulsatile flow from a 7f exoseal vascular closure device (vcd), the vcd and unknown 8f short sheath were withdrawn and the indicator window changed to black-black early, at which point the pulsatile flow did not slow down and never stopped. There was no reported patient injury. The posterior withdrawal was continued. The pulsatile flow did not slow down and the indicator window did not change color and remained black-black even if the product was withdrawn. The vcd was used in an interventional procedure using a retrograde approach. The physician had achieved certification on the use of the exoseal vcd and they had used the device over 10 times. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance or friction experienced as the vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator window did not show any red color during retraction. The exoseal vcd was securely locked with the vascular sheath introducer. The physician did not have their thumb placed on the deployment button during retraction. A non-sterile unit of product ¿vascular closure device 7f¿ was received for investigation. Per visual analysis, the following conditions were observed: the device was received with the delivery shaft already inserted into a non-cordis catheter sheath introducer (csi). The deployment lever was pressed, the indicator window was received in black/red/white position and the plug was already deployed. The cowling guard was received locked; and the back-bleed port is set at its original position. The indicator wire was already deployed; the device was blood saturated. No other damages or anomalies were observed on the returned part. A functional analysis could not be performed since the device was received already deployed and with the indicator window in the corresponding stage. In addition, the device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism was assembled correctly, and no anomalies were observed. A product history record (phr) review of lot 18156718 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿indicator window-incorrect indication¿ was not confirmed through analysis of the returned device. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the information available for review and product analysis, access site vessel characteristics (although reported to not have any visible calcium/plaque or stent near the puncture site) may have contributed to the incorrect indication noted during retraction since there were no anomalies noted to the returned device. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are cautioned that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Avoid the use of the exoseal vcd in patients with arteriotomies created in areas of calcified plaque or in vessels with diameters < 5 mm. It also cautions if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Additionally, it was reported that an 8f sheath was used with a 7f exoseal vcd. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18156718 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the emergence of pulsatile flow from a 7f exoseal vascular closure device (vcd), the vcd and unknown 8f short sheath were withdrawn and the indicator window changed to black-black early, at which point the pulsatile flow did not slow down and never stopped. There was no reported patient injury. The posterior withdrawal was continued. The pulsatile flow did not slow down and the indicator window did not change color and remained black-black even if the product was withdrawn. The vcd was used in an interventional procedure using a retrograde approach. The physician had achieved certification on the use of the exoseal vcd and they had used the device over 10 times. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance or friction experienced as the vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator window did not show any red color during retraction. The exoseal vcd was securely locked with the vascular sheath introducer. The physician did not have their thumb placed on the deployment button during retraction. The device was not returned for evaluation as previously expected.